Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, and creases. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Physician reported sudden seroma and a posterior double or pseudo capsule formation. The right breast was deformed after the seroma formation. Clinical and laboratory investigation did not show any bia-alcl, but it has caused a lot of worry for the patient. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported right side seroma and a posterior double or pseudo capsule formation. The right breast was deformed after the seroma formation. Clinical and laboratory investigation did not show any bia-alcl, but it has caused a lot of worry for the patient. The device has been explanted.